Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further investigation results: the initial findings were confirmed. The lodged component was removed and inspected against a staple from an in-house reload. The appearance (the angled end) of the component looks similar to the angled end of a staple. Both components are non-magnetic. The diameter is also similar (the staple measured about 0.23mm and the component measured about 0.22mm) no sureform stapler was used in the procedure, but it is possible that handheld stapler was likely used.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was placed on an in-house system, and it passed the recognition test. Further evaluation found that the instrument had damage to the teflon pad of the clamp arm. A piece measuring approximately 0.074¿ x 0.041¿ in size was not returned with the instrument. In addition, the harmonic ace instrument was found to have a lodged component on the clamp arm. It was noted that the lodged component was not part of the instrument.